Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0uz7e, implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
A patient implanted for fecal incontinence and gastrointestinal/pelvic floor reported that the implantable neurostimulator (ins) was moving around. When she lay on her side, it poked her. This had occurred since the date of implant. The patient had accidentally turned stimulation off on program 4. On (B)(6) 2015, she turned stimulation on and attempted to change to program 3, but the ins moved and she got poor communication. She stayed on program 4 and increased the setting to 2.7 volts. On (B)(6) 2015, the patient reported that the ins was now staying put. She guessed that it got firmer over time with healing around it.